Event description:
The manufacturer received information alleging a noise had occurred on the device. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the noise was not confirmed on the device. A "ventilator service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board would need to be replaced to address the issue. Per the customer's request no repairs would be made to the device.